Event description:
Physician reports pain and changes in color the day after injection. 3 days post injection, patient experienced improvement of 70% of the symptoms, however, with color changes in the skin in addition to the presence of vesicles. 1 cc of hyaluronidase is injected. The following day, hcp reports improvement of 90% of the symptoms, even with skin changes. 3 days later, resolution of the pain, discoloration persists. The following month, there is persistent edema in the malar region. Symptoms of the patient were solved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 1 syringe juvederm® voluma¿ with lidocaine to ck1, ck2, ck3, nl1 and nl2 and 1 syringe juvederm® volite¿ to tt1, tt2 and tt3. The following day, patient experienced hematoma and vascular compromise. Pain and erythema in the right malar region also noted 24 hours after the application of juvederm® voluma¿ with lidocaine. 24 hours later, patient had vesicles on the surface. 48 hours later patient goes for a revision where hyaluronidase (pb serum) is applied, an ampoule and a half in boluses of 2 cm, 30 minutes later sildenafil 50 mg/day is administered for 2 days and a nitroglycerin patch in a healthy area. Pentoxifylline 400 mg every 8 hours and warm compresses are prescribed. Daily checkup. Event caused tissue necrosis. Symptoms have not been resolved.